Manufacturer narrative:
According to the customer, the patient's "ava hf" line was shown to be "kinked internally" when an x ray resulted. The customer reported due to the incident, the line was removed and a "PICC line" was placed. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Potential lot numbers provided by the customer: (B)(6).

Event description:
According to the customer, the patient's "ava hf" line was shown to be "kinked internally" when an x ray resulted.

Manufacturer narrative:
Update to d9: sample returned update to h3: sample evaluated update to h6: type of investigation.